Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility. The issue was not confirmed. No issue was found with the equipment after inspection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, during reprocessing, the air pressure was insufficient on the high flow insufflation unit. The intended diagnostic myomectomy of uterus procedure was completed with the same device and the evis exera iii video system center with no surgical delay. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was retuned and inspected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the malfunction was not reproduced, it was not possible to determine the cause of the event that the air pressure of the equipment was insufficient. Olympus will continue to monitor field performance for this device.